Event description:
It was reported that a patient experienced peritonitis manifested as cloudy bag and abdominal pain coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized and treated with fortaz (1 gram, daily) ip for the peritonitis. The cause of the peritonitis was unknown. Six days after the hospitalization for the peritonitis, the patient was discharged. Eight days later, the treatment with fortaz was stopped. The patient was recovering from the peritonitis and dianeal therapies were ongoing. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number h13i27025 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.